Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose levels of 53 mg/dl. The customer the customer's mother called because her son got a new charger and the issue is still occurring on the charger not flashing green or red even with a battery change. No troubleshooting was performed. The product will be replaced. The product was returned for analysis.

Manufacturer narrative:
The event was reported in error.

Manufacturer narrative:
The follow up report was submitted with blank. The correct date is 15-apr-2020.